Manufacturer narrative:
The lens was not returned to b+l for evaluation; therefore, product evaluation could not be conducted. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the exact cause of the reported event could not be conclusively determined. It is to be noted that a non b+l injector was used during the procedure which is not the recommended injection.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was removed intraoperatively from the patient's eye due to a crack at the haptic junction. The incision was enlarged to remove the lens and a backup lens was implanted. It is to be noted that the initial implanted lens (unknown model) fell to the back of the capsular bag and a retinal surgeon explanted it postoperatively and replaced it with the lens associated with this report. No additional information was provided.